Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the philips logo screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not complete the boot up sequence, it froze at the philips logo screen. Upon troubleshooting, the philips field service engineer (fse) visited onsite, checked the system and found that the problem was caused by the keyboard being stuck. To resolve the issue, fse released the stuck keyboard and restarted the system. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.